Manufacturer narrative:
The manufacturer previously reported a ventilator's sensor board needs to be replaced to address the ventilator not alarming or triggering a breath. The device's sensor board was not replaced for this issue. The device's oxygen blending module board was replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator was alarming and not triggering a breath. There was no harm or injury reported. The ventilator was returned to the manufacturer's service center for evaluation and the customer's complaint was confirmed. The device's sensor board needs replaced to address the issue.